Event description:
Caller reported a cartridge alarm 30 and there was no reported impact to the customer's blood glucose level, which was confirmed not to exceed 500 mg/dl. Cts decided to replace the pump after confirming consecutive cartridge alarms. Customer was advised on steps for storage and return of the faulty pump and was informed about receiving the replacement pump, which was shipped without requiring a delivery signature. Customer will use an alternate method, multiple daily injections (mdi), as backup therapy to ensure insulin delivery continues without interruption.